Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that while the patient was hospitalized for a cardiac ablation procedure, it was noted that the pacing impedance of this right atrial (ra) lead was elevated and out-of-range (greater than 3,000 ohms). The physician elected to surgically cap and abandon the ra lead, and a new lead was subsequently implanted to resolve the event. No additional adverse patient effects were reported. This ra lead remains implanted, but capped and out-of-service.

Event description:
It was reported that while the patient was hospitalized for a cardiac ablation procedure, it was noted that the pacing impedance of this right atrial (ra) lead was elevated. The physician elected to surgically cap and abandon the ra lead, and a new lead was subsequently implanted to resolve the event. No additional adverse patient effects were reported. This ra lead remains implanted, but capped and out-of-service.